Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws were misaligned and the clip was malformed at firing on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.